Manufacturer narrative:
Additional information received by smiths medical on 10 july 2020, that there was no patient involvement with this pump. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and attach cassette were performed. The customer's reported problem regarding alarm "check for empty tubing or reservoir" was duplicated. According to the investigation, the pump reservoir was low and needed a volume reset to 1 ml. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "check for empty tubing or reservoir". There was no reported adverse event.